Event description:
During set up, the glidescope gvl was seen to have a piece broken off near the serial number plate. The device was not used for the procedure, and no adverse consequences to the pt were reported.

Manufacturer narrative:
A safety alert notice (c/b 3022472-5-07-2013-001-c) was issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. The device was manufactured in june 2009, and had been in use for approx 4 years. The customer has not returned the device for eval. (B)(4).